Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer stated they sent the sample to their blood bank for grouping and typing. The blood bank technician stated fibrin was in the tube. The customer re-spun the sample and the sample repeated within the patient's clinical history. The ccc did not find any process error at the time of the event. The ccc reviewed the quality control (qc). Qc was in range at the time of the event. No other issues were noted. The cause of the discordant, alkaline phosphatase, blood urea nitrogen, carbon dioxide, direct bilirubin, liquid lipase, chloride, glucose, potassium, sodium and total bilirubin results is sample specific, due to poor sample quality and the presence of gel, fibrin and/or cellular debris in the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, alkaline phosphatase, blood urea nitrogen, carbon dioxide, direct bilirubin, liquid lipase, chloride, glucose, potassium, sodium and total bilirubin results were obtained on a patient sample on a dimension vista 500 instrument. The initial results were released to the physician(s), which were questioned. The customer repeated the same sample on an alternate dimension vista instrument, resulting within the patient expected range. The customer did not issue a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, alkaline phosphatase, blood urea nitrogen, carbon dioxide, direct bilirubin, liquid lipase, alanine aminotransferase, chloride, enzymatic creatinine, glucose, potassium, potassium and total bilirubin results.